Event description:
The complainant stated that the brake detent mechanism has failed on the bed. When the brakes are set they do not hold.

Manufacturer narrative:
The service technician isolated the issue to the brake detent mechanism. He replaced the brake detent mechanism to repair the bed. Mod 47 (z-2082-2012) is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.